Manufacturer narrative:
The tech found the control arm was broken in half. The tech replaced the control arm to repair the bed.

Event description:
Info received indicates the right head siderail will not latch due to a broken control arm.